Event description:
It was reported that during an implant attempt the physician was unable to pass the guidewire through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), and there was blood/body fluid on the distal conductor (not obstructed).